Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a transjugular intrahepatic portosystemic shunt procedure (tips), a stent failed to deploy. The lesion was located in the hepatic vein and the characteristics of the vessel are unknown. The wallstent tracheobronchial endoprosthesis and unistep plus system was advanced to the target location and deployed. However, the stent would not deploy. The device was removed and the procedure was completed with another of the same wallstent tracheobronchial endoprosthesis and unistep plus system. There were no patient complications reported with the patient status listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed the tip was partially withdrawn into the outer sheath and kinks were noted along the shaft of the device. The outer sheath was partially torn at 35 mm distal to the t-bar connector and during retraction of the t-bar connector, the outer sheath completely broke. The outer sheath was retracted by hand and the stent was deployed. A inner lumen kink was located at the outer sheath break, distal to the stainless steel shaft. There were no further issues noted with the deployed stent. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).